Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 12:30 pm, the meter result was 4.7 inr. At 12:32 pm, the customer tested with another coaguchek xs meter of unknown serial number and the result was 3.6 inr. At 12:33 pm, the meter result was 3.6 inr. The customer has a therapeutic range of 2.0-3.0 inr.